Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen (dose and concentration unknown) via an implantable pump for intractable spasticity and cerebral palsy. On an unknown date, the patient experienced increased tone in the legs. The healthcare provider (hcp) increased the dosing schedule; boluses provided some help. The healthcare provider (hcp) suspected a catheter failure, so the patient was taken to the operating room (or). On (B)(6) 2016, the pump and 18 year old catheter were replaced. The cause of the event was reported as "aging of catheter." As of (B)(6) 2016, the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.